Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that patient noticed that her charging port was warm. She checked the charging cable and noticed that it was melting. Patient observed that the controller appears to be dark brown as well. No injuries were reported due to the thermal event.